Event description:
It was reported that the customer experienced an issue with the pump battery depleting too quickly. There was no adverse impact to the customer's blood glucose level. The customer was advised to fully charge the battery to 100% and monitor the battery percentage after 24 hours before contacting technical support again if necessary.